Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she went swimming while wearing the insulin pump and consequently, water was visible under the display. Customer also stated that the insulin pump's battery cap could not be removed. Customer reported that the insulin pump's up button was scratched. Blood glucose level was 319 mg/dl at the time of the call. No further information was provided.